Event description:
Imp# (B)(4).

Manufacturer narrative:
An extensive engineering investigation was performed on the returned astral device by the design house in (B)(4). The reported battery charging fault was confirmed. The investigation determined that the root cause of the device fault was most likely due to a defective power detection circuit. Resmed's risk analysis for their failure mode concludes that the risk is acceptable. (B)(4).

Manufacturer narrative:
The device was evaluated by resmed (B)(4) technical service center. The evaluation confirmed that the returned astral device will not charge. Evaluation determined that the cause of the reported issue was a faulty power supply unit (psu). (B)(4).